Event description:
It was reported to boston scientific corporation that a sensation medium oval snare was used in the cecum during a colonoscopy with polypectomy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the user loop a large polyp and applied cautery. The snare loop was then noted to adhere to the tissue and cut only half of the polyp. The physician decided to remove the snare loop; however, it would no longer open or close. The handle of the snare was cut using a wire cutter and the endoscope was removed while the snare remained attached to the polyp. The endoscope was then reinserted to the site of the polyp and a biopsy forcep was used to loosen the snare and remove the polyp, thus completing the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
(B)(4) for the reported event of snare loop embedded on polyp. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.